Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
On (B)(6) 2015, patient had right total knee replacement. Medical records indicated that the patient alleged to right knee pain, swelling, and erythema over the wound. Patient has a history of hypertension, dyslipidemia, morbid obesity and tricompartmental osteoarthritis. Patient alleged to right knee pain, swelling, discoloration and loosening approximately one year post-implantation. Tm monoblock tibial component is a tmt-design controlled part.